Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia device. The patient was connected during the time of the event. This occurred during an unknown process step of peritoneal dialysis (pd) therapy. During troubleshooting it was reported that the supply bag became disconnected from the red clamp line due to a loose connection. Renal therapy services (rts) assisted the patient with going through the end of treatment procedures. There was no report of patient injury or medical intervention associated with this event. No additional information is available.